Event description:
It was reported that the customer's blood glucose level was 465 mg/dl. The customer corrected his blood glucose level with manual injections. The insulin pump was not responding when the customer pressed the buttons. He received a button error alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratched lcd window, cracked case at display window corners, display window, reservoir tube and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.